Event description:
It was reported by the department staff that the luer lock connectors on the cannon catheters break easily. They changed the hub connection with new ones. There is no patient death, injuries or complications.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.